Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo 13.7 of -18.0 diopter, implantable collamer lens was implanted into the patients right eye (od) . On (B)(6) 2021 the lens was implanted; removed and replaced intra-op within the same surgery for a shorter length lens due to excessive vault. This resolved the problem. Cause of event was unknown.